Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the legal manufacturer's final investigation and information received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Due to the nature of this reportable event, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer cleaned, disinfected, and sterilized the equipment prior to sending the device in for repair. The customer does not know what the foreign material is. It is unknown if there was a delay to the start of pre-cleaning. During pre-cleaning, the customer flushed the air/water nozzle with water and air. There were no abnormalities in the accessories used for reprocessing. The customer did not presoak the scope in a detergent solution. The customer wiped/brushed the nozzle with a clean lint-free cloth, brush, or sponge. It is unknown if the nozzle was flushed with a detergent solution. Based on the results of the investigation, the root cause could not be determined. The foreign material could not be identified and the cause of the material remaining in the device could not be specified. There was no damage to the area where the foreign material was detected and it is unknown if reprocessing was fully performed according to the instructions for use (IFU). The event can be detected and prevented by handling the device in accordance with the following IFU: evis lucera gif/cf/pcf type 260 series operation manual chapter 3 "preparation and inspection" shows how to detect the event. Evis lucera gif/cf/pcf type 260 series reprocessing manual chapter 3 "cleaning, disinfection, and sterilization procedures" shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated as part of the asset return process. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: adhesive on the bending section cover had white-clouded area. Adhesive on the bending section cover had a crack. Plastic distal end cover and objective lens had a scratch. Adhesives around light guide and objective lens had white-clouded area. Forceps channel port was shaved. Connecting tube had a scratch. Protector of universal cord on control section side had a scratch. Switch 4 had wear. Switch 3 had a scratch. Switch 1 had wear. Grip was shaved. Control unit was shaved. Protector of universal cord on suction connector side had a scratch. Connecting tube had a wrinkle. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
A user facility returned the olympus asset, gastrointestinal videoscope, to the olympus service center for an annual inspection. Upon inspection and testing of the returned device, it was observed that a foreign object came out of the nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.